Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number of 897 has not been able to be verified as belonging to the reported part number (B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the 399.05 reduction forcep was manufactured pre-1998 as evidenced by no lot number required at that time and is over 15 years old. This general reduction instrument was used in an open reduction internal fixation of a right distal femur and will be the basis for this evaluation. Evidence reveals that this reduction forcep is not generally used for this type of procedure but as a general reduction instrument can be used for any fracture the surgeon considers appropriate. Periarticular reduction forceps, push-pull reduction and collinear reduction devices (t.g.j6108d) are most often used for this type of fracture. Based on the wear and chipping of the serrated jaw teeth, it is likely that this device has routinely come into contact with material harder than bone and was likely over-stressed repeatedly leading to the jaw ultimately breaking off. Method of use and application of this device has likely led to this complaint. The device is determined to be suitable for its intended use when used as recommended, the complaint description is confirmed but not the result of a detected design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that reduction forceps broke during surgery. The surgeon was performing an open reduction internal fixation of a right distal femur and after tightening the forceps on the fracture, the surgeon subsequently heard a snap or crunch sound and found that the forceps had broken. It was reported that the forceps broke at the beginning serrations of the jaw. There was no patient adverse event and no delay in surgery. Surgery was successfully completed. Lot number is unknown for the device. This is report 1 of 1 of complaint (B)(4).